Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was around 420 mg/dl at the time of call. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. Button error troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. Customer also reported that the insulin pump sticker fell off. Customer had a high blood glucose of 420 mg/dl and stated that she had to call her doctor for back up plan. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on esc and act button. No button error alarm, audio or beep anomaly noted during testing. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, stained end cap sticker, address/serial number label missing and severely scratched display window noted.